Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms was confirmed via the log file review. The log file spanned approximately 4 days ((B)(6) 2021 per the timestamp). Atypical power cable disconnect alarms intermittently activated throughout the log file due to invalid rsoc faults on the black power cable not associated with a power source exchange. The alarm resolved shortly after activation and did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. The returned hm3 system controller, serial (B)(6), was functionally tested and operated on a mock circulatory loop for an extended period of time without reproducing the alarm. The controller functioned as intended during analysis. Additional information on 17nov2021 stated that the exchange of system controller and modular cable resolved the issues. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 06nov2017. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including power cable disconnect. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had "connect to power" advisories when they moved a certain way while connected to batteries. The alarm was recreated at the clinic by manipulating the black power cable on a battery while the white power cable was connected to the power module. The patient's log files were reviewed and technical services reported constant random power cable disconnect alarms while connected to battery power and on the black lead of the system controller. The patient had their system controller replaced. It was communicated that the alarms resolved with the product exchange and there were no new ones reported.